Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, the physician noticed the shaft of the 2.25x20mm taxus liberte drug-eluting stent was broken in two. Patient status reported as "stable."

Manufacturer narrative:
Device analysis was consistent with the complaint incident. Visual examination of the returned unit found that the hypotube had broken approximately 20.7cm distal from the catheters strain relief, and also there were several hypotube kinks. Both the hypotube break and kink damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Solidified contrast media was present the entire length of the inflation lumen of the device. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is handling damage during preparation.